Manufacturer narrative:
Findings: unit received with intermittent buttons due to moisture damage at keypadtraces. Unit received with scratched lcd window. Unit received withmissing end cap sticker. (B)(4).

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the button error alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up-plan. No further information was provided